Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to a baxter sales representative of a clearlink catheter set that burst while infusing an unknown contrast with a power injector at an unknown reported condition. This set was supposed to be used while performing an angiosuite procedure. The sample has been discarded. There was no patient injury or medical intervention reported. No additional information is available.